Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming 46876. Troubleshooting was performed and the device started alarming to remove and reattach cassette. They stated that the reservoir volume said zero ml even though the patient was only halfway through treatment. It appeared that the program was lost. They were unable to remove the cassette because it was locked on. They were unable to check the program since it did not clear the remove/reattach cassette alarm. The patient was not affected. The event occurred while in use.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.